Manufacturer narrative:
Other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s leads had migrated and had to be revised. It was noted that the lead migration occurred around (B)(6) 2017 and the revision occurred on the date of this report. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the cause of the lead migration was unknown. The manufacturer representative was unsure if any explanted products would be returned for analysis. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and cervical radiculopathy.